Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
Complaint from a nurse reporting the "indicator bubble does not denote if the retention balloon is at the optimal volume to inflate." No harm was reported. No further information was provided including patient details, treatments or outcome.

Manufacturer narrative:
Corrected: brand name. Corrected: expiration date (03/2020). Corrected: device manufacture date. Corrected: PMA/510k. A batch record review indicates no discrepancies. Review of four retain samples (4 fms devices) for lot number 16fm0408 shows that the appearance of the balloon / inflation port, catheter body and valve function are normal. Complaint simulation testing of four retain samples (4 fms devices) for lot number 16fm0408 shows that after inflating with 45 ml of water, no abnormality, leakage or breakage of the indicator bubble is observed. The indicator bubble of the devices work properly. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).